Event description:
It was reported that oversensing, non-physiologic noise and variable thresholds were observed on the right ventricular lead. A holter monitor was placed on the patient to record simultaneous signal with the implantable cardioverter defibrillator (ICD). Additional information was received and noted that the lead was programmed off and a life vest was utilized until the lead could be replaced. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: proximal and medial segments of the lead were returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.